Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, chronic low back pain and spinal pain. The patient reported that she was having trouble charging because her ins wouldn't stay fully charged. The patient then clarified that her implant did charge fully but it was taking her a longer time to get the implant fully charged. The patient reported that when she started charging her ins she usually started at 25 or 50% and that it depended. The patient charged the ins to 100%. The patient reported that most of the time she got 8 coupling bars and she charged when she slept. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the implant taking longer to charge was an increase in pain level, the unit shifts or loses connectivity. The steps taken to resolve the implant taking longer to charge is that they will try using the "tape" sent to them to hold the antenna in position while charging. The issue is pending resolution. No further complications were reported or anticipated.